Manufacturer narrative:
Section a2: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symptom suspected to be endophthalmitis had developed after the implantation of the preloaded intraocular lens (iol) on the first postoperative day, which interfered with achieving the aimed visual acuity. The iol remains implanted. Through follow-up we learned, that daily activities were not affected and the patient was not hospitalized. The patient's best corrected visual acuity (bcva) after surgery was 0.3 and after one week post-operation was still 0.3. No problems were identified during the hand sanitation by the healthcare professionals. No medical interventions are planned, the physician will monitor it's progression. No further details were provided.